Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 3 was failed and requires maintenance. The customer stated that the user managed to get medication from another station causing delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 3 cubie pocket a3 was failed. A field service engineer performed remote fix with user to remove the cubie pocket. The field service engineer dialed into the station and used the test software to remove the pocket. The user replaced the faulty pocket and successfully recovered the drawer with the assistance of a field service engineer. All functions were confirmed to be operating correctly. The system functioned as intended after the field service engineer resolved the issue.